Manufacturer narrative:
Investigation summary: DHR:the lot number was built and packaged on nfa line 1 from 17jan2019 thru 24jan2019 for a quantity of (B)(4) units. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Although units were not returned for investigation, two photos were provided for evaluation of this incident, photo shows a used 20ga nexiva closed IV catheter system dual port unit that consisted of the catheter/adapter and extension tubing assemblies. Photo shows there was a q-syte attached to one port (luer) and a vent plug on the second port (luer) and the pinch clamp was disengaged. The photo also shows that the extension tubing was disconnected from the winged adapter (stabilization platform). Conclusion(s): relationship of device to the reported incident: manufacturing ¿ although the unit was not returned for evaluation; given the trend identified by the qda for this defect and lot number, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced product damage. The following information was provided by the initial reporter: material no: 383536 batch no: 9015970. Event description per customer's email states, "two of the catheter disconnections were discovered prior to insertion."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced product damage. The following information was provided by the initial reporter: material no: 383536 batch no: 9015970. Event description per customer's email states, "two of the catheter disconnections were discovered prior to insertion."